Manufacturer narrative:
(B)(4). The product involved in the report has been returned. One (1) sample was returned with the original packaging. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard. However, while still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did occur. The suctioning did occur as well when the valve was placed in the locked position. The device history record for the lot number, m5215t505, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2016-00069 for the first patient. Refer to 8030647-2016-00070 for the second patient. It was reported by the customer that there were three separate incidences of catheter leaks that involved three different patients where there was low volume. The catheters were exchanged. There were no adverse events reported involving these patients.